Event description:
Reportedly, during a scheduled follow-up, it was noted noise and oversensing on the right ventricular channel. The patient is not pacing dependent.

Manufacturer narrative:
Investigation summary: review of manufacturing process showed that the subject lead was released following all applicable procedures. Based on the provided patient files and considering that ventricular low impedance measurements (in bipolar mode) were recorded since at least (B)(6) 2024, along with the presence of non-physiological artifacts on the ventricular channel, the most likely hypothesis is related to an insulation failure on the bipolar electrical line. This failure could involve damage to the external insulation layer or an internal insulation breach between the two inner and outer conductors of the lead. However, since the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during a scheduled follow-up, it was noted noise and oversensing on the right ventricular channel. The patient is not pacing dependent.